Event description:
Customer reported that pump battery rapidly depleted and shut off while battery was charging. Customer unplugged and replugged the pump back into the power source and pump restarted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving low power alerts, pump shut off while battery was charging. Customer's blood glucose was 450 mg/dl. Customer charged battery and resumed pump therapy.